Manufacturer narrative:
The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii / IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "patient has grade iii / IV capsular contracture for the right breast". The device remains implanted.